Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) that was implanted in 2003. The device still remains implanted and active, and the patient has a follow-up appointment on (B)(6) 2019. Should additional relevant details become available, a supplemental report will be submitted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) that was implanted in 2003. The device still remains implanted and active, and the patient has a follow-up appointment on (B)(6) 2019. Should additional relevant details become available, a supplemental report will be submitted.